Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect settings into their pump. The customer experienced a low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.